Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the patient¿s right ventricular (rv) lead exhibited oversensing noise, stored as non-sustained right ventricular oversensing (nsrvo) episode. No changes or interventions were reported. The patient¿s condition remained stable.